Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-03417. The pt received 2 scs leads with different lot numbers. It was reported the pt stopped using her scs system due to ineffective stimulation. Subsequently, the system was explanted per the pt's request.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.